Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. Additional information has determined this is a nonreportable event.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a loop leak. After restarting, the iabp, it continued to operate normally. There was no patient harm reported.